Event description:
Country of complaint: (B)(6). Complaint states: needle detachment.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 5 boxes. OEM reviewed the batch manufacturing (process control and finished product) documentation and there are no records of deviations or alteration in the process. Of the samples received (B)(4) items were subjected to an endurance test to assemble, as stated in the OEM sampling plan. Although the results of the analysis to samples testes was optimal, OEM determines the claim as "justified" because there is a history of this problem in the product code. A corrective action has been launched.